Event description:
Reporter indicated that vns patient had passed away. It was reported that the vns therapy was working well for the patient and that the death was not related to the ncp system. The patient experienced a >25% reduction in seizures with the vns therapy. Further follow-up revealed that the patient died of natural causes, though exact cause of death is unknown. No autopsy was performed. The patient reportedly suffered from problems defecating and it had been some time since the last bowel movement. The patient was reportedly hospitalized prior to death and was going to undergo a colonoscopy. Following the death, intestinal loops were noted upon evaluation of the pelvic basin. There was reportedly no discoloration, but there were apparent signs of ileum in the cavity and large amounts of fecal matter. It is believed that the patient suffered from ileus. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.